Event description:
It was reported that the surgeon revised the stem because of potential problems with the modular neck. He put in a zimmer fully coated stem and a new 36mm trident + x3 insert.

Manufacturer narrative:
Add'l info has been requested and if rec'd, will be provided in a supplemental report.